Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-16234), was submitted on 14-nov-2025. Upon completion of the investigation, the manufacturing date was updated as 24-feb-2025.additional information - this MDR is being submitted to include the below:h6: investigation results under type of investigation, investigation findings, investigation conclusions.h11: investigation summary.complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4).the batch 6011884, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011884 was manufactured according to the form-4902137 version 100.0, in the multivac m14, on 24/feb/2025, with a total of (B)(4) units. The sub-assembly: welding the lot 5a04059 was manufactured according to the form-4905092 version 34.0 welding in the machine ls06-ls07, on 19/feb/2025, with a total of (B)(4) units. The lot 5b03023 was manufactured according to the form-4905092 version 34.0 welding in the machine ls24-ls25, on 23/feb/2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference no (B)(4). Event occured in the united states it was reported that the patient faced steel cannula was bent upon removal from infusion site with asymptomatic elevated blood glucose event on (B)(6) 2025. No further information available.